Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Although the exact event date was not provided, the complainant reported that the event occurred in 2009-2010. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the bile duct of a patient during a stent placement procedure on an unknown date. According to the complainant, the indication for the stent placement was for treatment of a potential malignancy obstructing the patient's bile duct. The interventional radiologist (ir) had not yet confirmed if the stricture was malignant, but decided to implant a wallflex biliary fully covered stent within the patient. The stent was implanted transhepatically without any complications. Following the stent placement, the ir physician instructed the patient to immediately follow up with her gastroenterologist for post procedural care. It was reported that the patient was difficult to get in touch with and did not return to see her gastroenterologist until 2-3 months post stent placement. At this time, it was confirmed that the stricture was benign. The physician decided to remove the stent as a result of this event. During the removal procedure, the stent could not be removed due epithelialization on the stent retrieval loop. The patient subsequently underwent a whipple procedure to remove the stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.